Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video colonoscope ec-3890li. In the event reported, it was stated that the device has no video image. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax medical service department for further evaluation on service order (B)(4). It was inspected by the quality control inspector and the inspection findings are as follows: hole in # 2 remote control button cover, passed dry leak test, lightguide prong cover, glass set loose, passed wet leak test, customer complaint not duplicated, fluid invasion not observed in control body, fluid invasion not observed in pve connector. Although the user narrative was not confirmed, the device is currently in the process of being repaired and will be returned to the user upon completion. Parts to be replaced are as follows: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. A review of the service history indicates the device was routinely serviced at pentax since installed at the user facility on 23feb2010. No additional information was provided this complaint.